Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note 1: manufacturer contacted customer in a follow-up call on 24-mar-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated their condition had improved and they did not have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 15-apr-2025 to ensure the replacement products resolved the initial concern, spoke with son in law who states customer has received the replacements however has not use it as of yet. Note 3: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for error message (e-3). Son-in-law is calling on behalf of the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/15/2026; the test strips are not being handled properly: customer had left the test strip vial open. The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer and first produced test result of hi with coordinator and then error message e-2 with technician using true metrix meter. The customer reported feeling weak and thirsty; medical attention was not needed at the time of the call. Customer got our meter after leaving the hospital.